Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The reported issue is attributed to exceeding the ultimate strength limit of the driver. However, a definitive root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a right metatarsal-phalangeal joint fusion as well as a 2nd and 3rd head excision. When putting in one of the 2.5mm locking screws with the 1.3 square screwdriver, the tip of the screwdriver fractured off onto the screw and the surgeon was unable to retrieve it after several attempts. The tip of the driver was then left in the screw that was in the patient. The ortho provider felt this would cause no harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.